Event description:
The pt received his scs system consisting of an ipg and lead on (B) (6) 2008. It was reported that the pt had overstimulation when the ipg was turned off and also when switching between his programs. The pt received a new ipg on (B) (6) 2009 and no further issues were reported. The explanted ipg was returned to ans for evaluation.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual eval found puncture marks on the ipg antenna silicone. Ipg passed all functional testing but failed the saline test, which indicates overstimulation is possible. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.